Manufacturer narrative:
The approximate age of device: 2 years. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient admitted with gastrointestinal bleeding. Capsule study performed with no bleed found. At that time octeritide was started and coumadin was restarted at lower goal, inr 1.8-2.3. Patient discharged and remained stable. No additional information was provided.